Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the cord cutter broke in 3 parts. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the device is broken in three pieces from the shaft. A manufacturing record evaluation was performed for the finished device 18f02 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause can be attributed to an extreme force applied to the device's shaft at the moment of use, also, the repeated use of the device between surgeries in addition to the continuous sterilization process and the age of the device are contributive factors for wear or damage on the device. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the cordcutter device broke into three parts. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.